Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the sheath had separated from the inner ring. Based on the condition of the returned unit, it is likely the reported event was caused by a weak or incomplete heat seal between the sheath and the inner ring. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: colon. Detailed description of event: pictures available in attachments. Today, I got a mail from the pharmacist from [name] (belgium) informing me she has received from the or a defective cngl2 with the ring cut . She is asking if we may replace it. I just talked to her on the phone and she says that it is on her desk for a while.. It is dirty but in its box . She has no more informations. I will go to visit her on monday to have a look, and will try to have more info from or (if possible, due to covid) additional information received from field implementation team member by phone on 14jul2020: the procedure was a colon, about 1-1,5 months ago. It was in the middle of the covid-19 pandemic. Incident discussed with the pharmacist, the surgeon and or-staff. None indicated that a patient injury had occurred; if there had been an injury, they would have said so. They also didn't indicate that they had to change devices to complete the surgery. It was not the ring that had broken, but the sheath has detached from the purple inner ring. Patient status: no patient injury reported. Type of intervention: unknown.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: colon. Today, I got a mail from the pharmacist from [name] ((B)(6)) informing me she has received from the or a defective cngl2 with the ring cut . She is asking if we may replace it. I just talked to her on the phone and she says that it is on her desk for a while. It is dirty but in its box . She has no more informations. I will go to visit her on monday to have a look, and will try to have more info from or (if possible, due to covid). Additional information received from field implementation team member by phone on 14jul2020: the procedure was a colon, about 1-1,5 months ago. It was in the middle of the covid-19 pandemic. Incident discussed with the pharmacist, the surgeon and or-staff. None indicated that a patient injury had occurred; if there had been an injury, they would have said so. They also didn't indicate that they had to change devices to complete the surgery. It was not the ring that had broken, but the sheath has detached from the purple inner ring. Patient status: no patient injury reported. Type of intervention: unknown.